Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 601 mg/dl. The customer had no symptoms and was treated high blood glucose with manual injections and 20 units with the insulin pen. Customer's blood glucose value was 601 mg/dl. Customer reported that the cannulas bent and leaking. Troubleshooting was performed for bent cannula and was advised to return the set. The product was returned for analysis.